Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The reporter stated in the last 12 months he had 38 cannula's that have leaked before the end of their 3 day life span. The customer currently has 14 6mm cannula's that have leaked at the headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. It is unknown if the infusion sets were from the same lot number or package. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
15 used cannulas (lot numbers unknown) were returned and investigated. No malfunction observed.